Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began the night of (B)(6) 2014. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, one hour after the alleged issue occurred, she began to feel ¿thirsty¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4)- device evaluation: a DHR (device history record) was completed on (B)(4) 2014 for the subject meter and no deviations, non-conformances, or reworks were observed. The lay user/patient¿s meter was returned on 7/23/2014 and evaluated by lifescan product analysis on 7/26/2014 with the following findings: the meter has passed testing with no faults found. Additionally, it was found the meter was returned with the battery missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.